Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/20/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad cover was torn by ok but all the buttons on the keypad were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The pump was opened and there were no intermittent conditions or moisture found on keypad flex connector. The investigation was unable to duplicate the initial complaint about under responsive keypad. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.